Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician indicated that an arrhythmia discriminator of the implantable cardioverter defibrillator (ICD) withheld therapy in error and did not treat for a ventricular tachycardia (vt) event. Follow up was conducted and no reprogramming has been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.